Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) with a drop in longevity from 1.5 year to elective replacement indicator (eri). This implantable pacemaker was explanted, and a new pacemaker of a different model was placed. No additional adverse patient effects were reported.